Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent inguinal hernia repair on (B)(6) 2010. The needle broke in the middle after knotted suturing. The surgeon removed the fragment from the pt's body with no adverse consequence to the pt.